Event description:
Asr revision; asr xl - left hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision.left.asr xl.reason(s) for revision: alval / soft tissue reaction.lot number 2300587 incorrect, 2300687 used instead.update - marked as legal, taken from kennedys email dated 23rd july 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Left. Asr xl. Reason(s) for revision: alval / soft tissue reaction. Lot number 2300587 incorrect, 2300687 used instead. Update - marked as legal, taken from (B)(6) email dated 23rd july 2014. Update received 26th september 2014. Revision date amended. Expiry dates added. This is a bilateral patient. Incorrect see below. (B)(6) 2014: patient confirmed to be unilateral. Revision date amended.